Event description:
New information received notes that the patient received multiple inappropriate shocks for supraventricular tachycardia on (B)(6) 2017. The patient was admitted, placed on medication and was stabilized. Device was reprogrammed and the patient was discharged for rehab care in stable condition.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission after receiving few shocks from the device. Inappropriate shocks for supraventricular tachycardia were noted upon device check. Patient¿s medications were changed. Patient will contact clinic for any further issues.